Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with removal of previously placed mesh due to erosion, vaginal ulceration and failed sling. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, organ perforation, bleeding and vaginal scarring. (B)(4) - extrusion- labeled; urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to the FDA: 02/11/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also referenced that the patient underwent a gynecological procedure on (B)(6) 2005 and polypropylene mesh was implanted (manufacturer unknown). It was reported that on (B)(6) 2005 the patient underwent a gynecological procedure and bard pelvicol acellular collagen matrix was implanted into the patient.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and incontinence.